Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that oversensing of the p-wave, on the right ventricular (rv) lead channel of this cardiac resynchronization therapy defibrillator (crt-d), was observed. Pacing inhibition (pi) less than 2 seconds was seen. The rv lead was confirmed to be in the rv. The device sensitivity was decreased, and the pi and dizziness were experienced less. The cause of the issue remains unknown. The patient was reportedly being holter monitored. If the pi continues, the physician was going to consider a new rv pace/sense lead placement. Additional information received indicated that the lead and crt-d were removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.